Event description:
A malfunction occurred on the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after assistance, the customer successfully reset it, with the malfunction not recurring. The customer was advised to continue using the pump and to call back if any further issues arose.